Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic helpline representative reported via phone call that customer's insulin was shooting out from the cannula. Customer states that insulin pump was taken off 1.5months ago by hospital due to stage 5 kidney disease and starting on dialysis. Customer stated that they are using multiple daily injection. Insulin pump will not be return for analysis.